Manufacturer narrative:
The device was rec'd. Investigation is not complete.

Event description:
The customer contact reported sparks and charring were noted at the plug end of the ac power cord. The pump was returned to the purchasing department with an unsigned note that stated, "when plugged in, it sparked and plug turned black." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.